Event description:
The customer reported that the sensor had discrepancy between sensor glucose versus blood glucose reading and insulin pump would go to low threshold suspend. Troubleshooting was done. Current blood glucose reading was 195 mg/dl and sensor reading was 84 mg/dl. Customer's blood glucose was 108 mg/dl. Advised the customer the sensor would be replaced. No further information provided.

Manufacturer narrative:
Analysis was not required due to received sealed sensors expired.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.